Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: (reporter name, email address and telephone number should remain in blank). Correction to: (user facility was inadvertently added to the initial medwatch) and g3 of the initial medwatch. The aware date should be 17-may-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During the inspection, olympus found a b30 error due to a defective scope socket. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code b30 occurred due to failure of the output socket. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the xenon light source exhibited an error code b30 due to a faulty scope socket. There were no reports of patient involvement.

Event description:
It was reported, that the light source was hit by a stretcher and broke the plastic around the socket. The issue was found broken one morning with it unclear when it occurred. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.